Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
The reporter contacted animas on (B)(6) 2018 alleging that on (B)(6) 2018, the patient experienced hyperglycemia while on insulin pump therapy evidenced by blood glucose measuring 410 mg/dl with large urinary ketones, nausea, vomiting and abdominal pain. The patient was reportedly hospitalized and treated with insulin via injection and intravenous fluids on (B)(6) 2018. The patient remained hospitalized at the time the reporter reported this incident to animas. The reporter alleged that the insulin pump lost power and was unable to deliver insulin to the patient because the battery compartment was cracked, and the battery cap was lost off the pump. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with a power issue with pump damage issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02-oct-2018 with the following findings: the pump was returned without a battery cap. All testing was completed with a test battery cap. No power loss or rebooting was reproduced with the test battery cap. Investigation found a small crack at the battery compartment threads. During testing, the pump successfully completed the rewind, load, and prime steps without any power interruptions or issues. The pump successfully completed the 12 hour duration test without any power or reset issues. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The original complaint of a power issue was unable to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.